Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic after a patient alert was delivered. The device was interrogated and a false battery performance alert (bpa) was delivered. Session records were sent to technical support and confirmed that the battery depletion was normal. The device was electively explanted and replaced as the device was nearing elective replacement indicator (eri). The patient was stable.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was a false positive. Prior to the bpa event, the device code was reloaded in the field after the device entered backup vvi (bvvi) operation, which cleared the device¿s usage data as part of the procedure. The bpa algorithm uses device usage history data for calculations and since that data got cleared after reloading code, a false bpa was triggered. This is normal and expected behavior when the data is cleared, and the device had been implanted for >7 years. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. The cause of the bvvi mode that occurred in the field that led to the false positive bpa detection remains undetermined.